Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device would not inflate. All components were explanted and replaced. No adverse patient effects. Additional information was received. Air was observed in the device. Tubing was broken and device was inoperable.